Event description:
The time of event is unknown. There was no report of patient harm. Light emitting diode(led) failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the light emitting diode (led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, we confirmed that the cmos-m with drive pcb objective lens cracked, the remote control buttons cut, the lg air/water socket cylinder loosened, and the cmos-m with drive pcb shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.